Event description:
An olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had a 315 error code. The issue was found during maintenance.; after the cleaning process, the device was hung for drying and when it was powered on during testing the error occurred. There were no reports of patient harm. No user injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the 315-error code was displayed, there was no image evident. Additional findings include the following: fluid was evident in the plug body, excessive fluid ingress was found in the suction connector, and the electric safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e315 (unsupported scope error) issue could not be determined, however, the issue was likely the result of water ingress into the device scope connector during user handling, resulting in an electrical an component failure. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.